Event description:
A report was received that a pt is not able to communicate with the ipg using the remote control. A bsn rep troubleshooted the issue, but was unable to establish communication. Ipg replacement surgery was recommended.